Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan touch, two cylinders and reservoir were received for evaluation. Examination and testing of the returned components revealed a separation, surrounded by abrasion, in the exhaust tube of cylinder 1 near the base. Testing revealed this to be a site of leakage. Partial separations within abrasion were noted on the inlet tube of the reservoir. Testing revealed these to not be sites of leakage. A partial separation, with abrasion adjacent to it, was noted on the inlet tube of the reservoir near the strain relief. Testing revealed this to not be a site of leakage. Abrasion was noted on all tubes of the pump. No functional abnormalities were noted with the pump, cylinder 2 or the reservoir. Based on examination of the returned product, it was concluded that the abrasion marks noted on the tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. In addition, the tubing of cylinder 1 abraded enough to cause a separation in the tubing. A separation of this type would then allow the loss of fluid, making the device inoperable. The information reported indicated a possible infection. The review of the device lot history records indicates this lot passed sterility testing prior to being released. The device was sterile prior to the device packaging being opened and that the possible infection originated from source(s) other than the device. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, at examination the implant is not functioning and there is noise of air in the reservoir appears positioned in the wrong place. The pump and tubing appear floating in a thick fluid likely to be infected. One of the tube appeared ruptured.